Event description:
It was reported that a peritoneal dialysis set/cassette leaked while inside the homechoice device. This was noted at the end of therapy. There was nothing unusual noted about the supplies before their use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.